Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 23jan2020.

Event description:
The customer reported that the device will not operate on ac. There was no patient involvement. The customer confirmed the reported power issue. The customer reported that replacing the power management (pm) board has resolved the problem.